Manufacturer narrative:
D10 concomitant product: 8886848813, 8886848813 laproclip 2x12 x10, (lot #n3g1888y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when ligating the vessel, the cartridge has detached from the handle and fell into the the patient's cavity. The cartridge was able to be retrieved and was reconnected to the handle and used to clip closed the tissue. There was no patient injury.